Event description:
It was reported that the caller experienced a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.